Manufacturer narrative:
A visual inspection was performed on the returned device. Only a portion of the retrieval catheter was returned; therefore, the reported issues could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the reported retraction problem, difficulty removing, filter dislodgment, and filter migration appear to be due to circumstances of the procedure. It is likely that an excessive embolic load prevented the filter from being able to fully collapse into the retrieval catheter and while attempting to pull the filter into the introducer sheath, the filter dislodged from the viperwire and migrated to the patient's right common femoral artery (cfa). As a result, unexpected medical intervention was required to embed the filter to wall of the right cfa using a non-abbott stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: excessive force.

Event description:
Subsequent to the initially filed report it was stated that force was applied when the filter caught on the sheath during removal. The retrieval catheter was intact until after removal from the anatomy, when it separated. Abbott devices did not cause or contribute to the hematoma. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat the left superficial femoral artery (sfa) with heavy calcification, mild tortuosity and 90% stenosis. The emboshield nav6 embolic protection system (eps), was attempted to be advanced over the viperwire but the delivery catheter (dc) of the device jammed and kinked as it passed with resistance through the 6fr sheath. The device was removed and a new emboshield nav6 was prepped and deployed in the intended location. Orbital atherectomy was performed and the lesion was post-dilated with a drug coated balloon. Upon removal of the emboshield nav6 eps, the entire filter could not be pulled into the retrieval catheter due to the debris in the filter. The filter was removed through the lesion and caught on some calcium before it could be pulled to the mouth of the sheath where again it caught on the end of the sheath. The filter and viperwire were pulled into the sheath and a syringe was used for suction to keep the filter in the sheath while it was removed but the filter came off of the viperwire and migrated to the patient's right common femoral artery (cfa) and was alongside the sheath. An 8 mm non-abbott stent was used to jail the filter to the wall of the right cfa. Completion angiogram showed no emboli in the patient's legs and blood flow was good to the lower extremities. There was a hematoma at the access site that was unrelated to the atherectomy procedure that required cut down and patch and the patient was hospitalized additional time due to the cut down. No additional information was provided.